Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a0406 captures the reportable event of cutting wire kinked. Block h11: investigation results the ultratome xl device was not returned; however, a media analysis was performed based on the photo provided by the complainant where was possible to observe the device on top its labeled pouch with the cutting wire kinked and broken. No other problems with the device were noted. With all the available information, boston scientific concludes the reported events of cutting wire break and cutting wire kinked were confirmed. According to the media analysis performed, it was found that the cutting wire was broken and kinked, however, the most probable cause of the reported event cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Therefore, the most probable root cause is caused not established.

Event description:
It was reported to boston scientific corporation that an ultratome xl was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stone performed on (B)(6) 2025. During the procedure, the physician initiated sphincterotomy using the ultratome. However, the wire suddenly broke. A photo of the complaint device was provided, where it can be observed that the cutting wire was broken and kinked. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another ultratome xl. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a0406 captures the reportable event of cutting wire kinked. Block h11: investigation results the returned ultratome xl device with the mandrel was analyzed, and a visual inspection found that the cutting wire was blackened, kinked and broken at 5 mm from the proximal pierce hole. Media analysis was performed based on the photo provided by the complainant where was possible to observe the device on top its labeled pouch with the cutting wire kinked and broken. No other problems with the device were noted. With all the available information, boston scientific concludes the reported events of cutting wire break and cutting wire kinked were confirmed. The results of the analysis performed on the returned device found that the cutting wire was kinked and broken at 5 mm from the proximal pierce hole. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. The break in the cutting wire could have been generated if there was contact between the device and the scope during energization or if the device exceeded the maximum of voltage during procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wires integrity, causing premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can bend the cutting wire as observed in the product analysis. The investigation findings and all information available concludes the most probable root cause is an adverse event related to procedure. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the events of wire break and wire kinked were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.

Event description:
It was reported to boston scientific corporation that an ultratome xl was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stone performed on (B)(6) 2025. During the procedure, the physician initiated sphincterotomy using the ultratome. However, the wire suddenly broke. A photo of the complaint device was provided, where it can be observed that the cutting wire was broken and kinked. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another ultratome xl. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break. Imdrf device code a0406 captures the reportable event of cutting wire kinked.

Event description:
It was reported to boston scientific corporation that an ultratome xl was attempted to be used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat common bile duct stone performed on (B)(6) 2025. During the procedure, the physician initiated sphincterotomy using the ultratome. However, the wire suddenly broke. A photo of the complaint device was provided, where it can be observed that the cutting wire was broken and kinked. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another ultratome xl. There were no patient complications reported as a result of this event.